Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k073231.

Manufacturer narrative:
Follow-up # 1 (09/20/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked / broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that black marks on her onetouch ultralink meter display. This medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged display issue was discovered on the evening of (B)(6) 2011. Due to the black marks, the patient confirmed she was unable to clearly make out the numbers and discontinued testing with the subject meter. The patient reported she continued to test her blood glucose with her backup meter and denied making any changes to her diabetes management due to the alleged display issue. On the morning of (B)(6) 2011, prior to when the alleged display issue started, the patient reported that she when she woke up in the morning; she tested her blood glucose with the subject meter and obtained a low reading "in the 40 mg/dl range". When she attempted to treat herself for the low, she reportedly passed out. The patient stated her granddaughter called emergency services and when paramedics arrived they treated her with food and drink. The patient stated she was told that she refused to be taken to the hospital and confirms feeling better after she was treated. At the time of troubleshooting, the patient confirmed there was no trauma to the subject meter. Replacement products were sent to the patient. Although the patient was treated by an hcp for severe hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient was reportedly treated several hours prior to when the alleged display issue began. However, this complaint is being reported because the alleged issue remained unresolved.